Event description:
At approx 2:35 pm on (B) (6) 2009, the ventilator failed and alarmed. The pt was ambu-bagged immediately and the ventilator was exchanged. There was no harm to the pt or change in condition. It was confirmed by the vendor, (B) (4), through biomedicine, that the above ventilator had an equipment malfunction. The ventilator unit needed to have the psol circuit board replaced and then, the unit passed all pertinent tests.